Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 28 august 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9336946. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced hub separation from the device prior to use. The following information was provided by the initial reporter: consumer reported, needle hub separated when he removed shield was not difficult to remove. 1 syringe affected: lot: 9336946. Catalog: 324911. Date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.(B)(4).

Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced hub separation from the device prior to use. The following information was provided by the initial reporter: consumer reported, needle hub separated when he removed shield was not difficult to remove. 1 syringe affected. Lot: 9336946. Catalog: 324911. Date of event: (B)(6) 2020.